Manufacturer narrative:
The manufacturer of the ra and rv leads is not known. A request was made to the field representative to obtain additional information about this event, but no further details were made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. The device was checked and episodes showing noise, oversensing, and pacing inhibition on the right ventricular (rv) lead were observed. The leads were tested in unipolar and bipolar configurations with no out-of-range measurements produced; however, the right atrial (ra) lead had stored high, out-of-range pacing impedance measurements of greater than 2,000 ohms in the past. The device was reprogrammed by turning off the minute ventilation sensor and adjusting the sensitivity to avoid sensing the noise. Device data was submitted to technical services for review. Technical services reviewed the stored episodes and confirmed noise was due to the mv sensor, and that pauses in pacing were greater than two seconds. The reprogramming performed should mitigate the observations. No additional adverse patient effects were reported.